Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed. Additionally, the gripper cover was observed to be bulky. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single gripper actuation issue could not be conclusively determined. The observed bulky gripper cover is likely a cascading event of the difficult single gripper actuation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. Both grippers of a mitraclip ntw actuated during prep. When the ntw was in the left atrium, one gripper did not lower during gripper orientation. Troubleshooting was performed, but the gripper did not lower. The clip was removed and replaced. The mr was reduced to grade 1. There were no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.